Event description:
The patient had signs of infection and the pathogen is unknown. At about 10 months from primary the surgeon revised the tibial tray, poly, and femoral component. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 july 2024. Lot 2304388: (B)(4) items manufactured and released on 15-jun-2023. Expiration date: 2028-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants revised. Batch review performed on 24 july 2024 on gmk-primary 02.07.2005l femoral component cemented std size 5 / left (k090988) lot. 2309862 lot 2309862: (B)(4) items manufactured and released on 21-jun-2023. Expiration date: 2028-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 24 july 2024 on gmk-primary 02.07.0410sf tibial insert std fix s.4 / 10 mm (k090988) lot. 2308644. Lot 2308644: (B)(4) items manufactured and released on 11-may-2023. Expiration date: 2028-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.